Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device wasn't sensing patient rhythm on the display of the device. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.